Event description:
It was reported that the patient experienced pericardial effusion requiring surgery and drainage. No perforation was evident from the atrial lead. The right atrial (ra) lead helix was close to the surface but did not break through the heart. Glue was applied to the cardiac surface and the effusion was drained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).